Manufacturer narrative:
The subject device was received and evaluated. The customer reported issue of no image when connected was able to be duplicated. A full technical evaluation was completed in accordance with the ome (original manufacturer specification). The camera head was tested: no image was shown when connecting the device to the video processor due faulty camera cable. The cable condition revealed a cut on its sheath. Further evaluation found the ccd sensor was free from any apparent defects. Service repair noted that due to the malfunction of image functionality, the white balance was not able to be properly adjusted and due to this, an error message e311 was displayed on the monitor during testing. Sevrice repair noted that the video cable break has probably caused the image problem reported. The causal link between the faulty video cable and the visible damage was probably the use of a pointed or sharp object, which might come in contact with the cable. It is also likely that the image problem reported is related to this cut. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the device has no image when connected. The issue found at preparation for use (before procedure). There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image and e311 error occurred because of a communication failure resulting from the cut cable. A description on cable cut is in the instruction manual. Following this could prevent the phenomenon to occur. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.